Manufacturer narrative:
Date of initial report: 2007.

Event description:
Procedure type: nephrectomy. Reportedly, during a laparoscopic donor nephrectomy, while inflating balloon, it exploded. Nothing however fell into the surgical cavity. Another device was used to complete the procedure. No patient injury was reported.